Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the camera head had poor contact, occasionally no image and returned to normal after reconnection. This issue occurred during preparation for use in a therapeutic cholecystectomy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable root cause of no image display was poor connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor contact, occasionally no image and returned to normal after reconnection. This issue occurred during preparation for use in a therapeutic cholecystectomy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.